Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result, the patient has experienced severe pain and discomfort and inflammation in his right thigh and groin. Patient also experiences a popping and snapping sensation in his hip-joint when walking and moving to and from a sitting position. Additionally, it is alleged the pinnacle device became loose and became fractured.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Update 12/31/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and fractured stem. There was no mention of the stem being loose. No lab results were provided for the alleged high metal ions. The unknown cup is being change to a acetabular liner. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. The patient is considered morbidly obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported femoral stem lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue.the investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges infection. Added cup to this complaint. Corrected alert date. Corrected revision date.